Manufacturer narrative:
The electrode belt and monitor have not been recovered. The last device downloaded flag data does not indication a device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of cardiac signal. At 00:04:43, the patient's rhythm was an idioventricular rhythm at 60 bpm degrading to an idioventricular rhythm at 20 bpm with low amplitude signal. At 00:10:53, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. At 00:11:17, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. . The electrode belt was disconnected at 00:17:25. The patient passed away on 12/26/2021 around 2:20 pm. There is no indication that the inappropriate treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries.